Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the extractor rx balloon burst. During the procedure while in the common bile duct, the extractor rx balloon burst. The physician removed the balloon and completed the procedure with another of the same device. There were no pieces of the balloon left behind. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.